Event description:
Post-op respiratory complication. M.s. Pca was discontinued and narcan was given. Bio med checked three pumps in question and they were ok. M.s. Checked by co. And was ok. Pt. Outcome was ok.